Manufacturer narrative:
No serious injury alleged. Product was approx 2 years old at time of incident with no previous complaints. Maintenance history is unk. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was sitting on the seat and the unit allegedly collapsed. The frame allegedly broke and the wheel buckled, causing the consumer to fall off the rollator. No injury is alleged.